Manufacturer narrative:
Describe event or problem narrative: per information received on 6feb2018, a surgical technician was removing the sheath when it broke in half. The sheath was attempted to be removed in the catheterization laboratory prior to moving the patient to the operating room for device removal. The patient's vessels were noted to have some calcification. Investigation - evaluation; a preliminary review of the documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. No images were provided for review. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. As the lot number is unknown, a representative device from the complaint lot cannot be obtained from the distribution center. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Per the IFU, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. This product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10 centimeters (cm) past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. Per the IFU, it is recommended that the sheath and dilator are removed as a unit. Dilators are stiff, thick-walled catheters which provide support to the sheath. Therefore, if the dilator is not inserted the support for the sheath is not sufficient and could cause the sheath tubing to separate. It was also noted that the patient's groin was calcified. The calcification in the groin could have damaged the device and/or caused the device to become stuck, which then could have led to the material separating during removal of the device. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined; however, it is likely that this event can be attributed to user technique or patient condition. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during the procedure, the flexor raabe guiding sheath introducer broke in half and separated during the removal of the sheath. There was not a dilator placed in the sheath prior to the removal. The sheath was placed in the patient's groin via contralateral access. The patient was moved to the operating room for surgery and the device was successfully removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.